Manufacturer narrative:
B5 describe event or problem: updated. B6 relevant test / laboratory data: updated.

Event description:
Reprise IV study it was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 324 mg aspirin. An isleeve introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed intermittent left bundle branch block (lbbb). No diagnostic test or procedure was performed, and no action was taken for the event. Two (2) days post index procedure, the subject developed first degree atrioventricular (av) block. The subject was hospitalized for further evaluation and treatment. The lbbb and first degree av block are considered resolving. It was further reported that four (4) days post procedure, the subject was discharged on aspirin.

Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 324 mg aspirin. An isleeve introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed intermittent left bundle branch block (lbbb). No diagnostic test or procedure was performed, and no action was taken for the event. Two (2) days post index procedure, the subject developed first degree atrioventricular (av) block. The subject was hospitalized for further evaluation and treatment. The lbbb and first degree av block are considered resolving.